Manufacturer narrative:
Investigation is still pending.

Event description:
The device was evaluated on the 22-mar-2021, this supplement report is being submitted to reflect this within section d & h.

Manufacturer narrative:
PMA/510(k) #k210476 device evaluation (B)(4) unit of lot c1753001 of echo-19 involved in this complaint was returned for evaluation, with the original packaging. Lab evaluation sheath extender able to retract but unable to pass proximal kink. Needle handle able to advance but not fully due to broken needle handle. Distal end of needle checked and no issue observed. The needle handle was cracked, this will be investigated under pr (B)(4) / MDR ref#3001845648-2021-00164. A proximal kink below the sheath extender was also observed. This will be investigated under pr (B)(4)/ MDR ref#3001845648-2021-00317. Document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1753001 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1753001. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is evidence to suggest that the customer did not follow the instructions for use as the customer noted in the patient / event info notes that the device was damaged prior to use but they still used the damaged the device this would be considered use error. "Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use".(ifu0101). Pr (B)(4) was opened to capture the use error in this procedure. Image review n/a. Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device becoming damaged during transportation, storage or handling of the packaging after the device left the manufacturing facility which may have caused the device handle to crack prior to use and when the device was used in the procedure after the damage was noticed prior to use and the crack fractured during use. As per additional information provided; ¿and in (B)(4) it shows the device was returned used. As per images provided, handle appears to be broken. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 21-feb-2023.

Manufacturer narrative:
(B)(4). The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations via discussion with district manager via phone conversation: a patient of undisclosed age and gender underwent an eus/ fna procedure in which the echtip ultra endoscopic ultrasound needle, g31520, was used. The first needle was advanced through the scope and when attempting to use the handle cracked and the needle stuck in the out position. The needle could not be retracted and was removed from the patient. A second needle was opened and it was noted the handle was cracked. To complete the procedure a covidien sharpcore needle was used. 1. Did any unintended section of the device remain inside the patient¿s body? No if yes, please describe. 2. Was the patient hospitalized or was there prolonged hospitalization? No 3. Did the patient require any additional procedures due to this occurrence? No if yes, please describe. 4. Did the product cause or contribute to the need for additional procedures? No if yes, please specify additional procedures and provide details. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No 6. Has the complainant reported that the product caused or contributed to the adverse effects? No please specify adverse effects and provide details. 3.0 example of rpn prefix ¿ echo 3.1 for all complaints, ask: 3.1.1 if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No kind or bend 3.1.2 please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc). Liver ¿ if lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s, etc. N/a 3.1.3 please describe the size of the intended target site. Ni 3.1.4 if not with the device in question, how was the procedure performed and/or finished? N/a 3.1.5 was the device used in a tortuous position? N/a 3.1.6 are images of the device or procedure available? Yes 3.1.7 was the device damaged in packaging before removal? Yes 3.1.8 was the device damaged on removal from packaging? Yes 3.1.9 was force required to remove the device? No 3.2 for complaints occurring during use (once in contact with endoscope), also ask: 3.2.1 what is the endoscope manufacturer and model number that was used? Pentax linear eus scope 3.2.2 was the scope recently service/repaired? Ni 3.2.3 was force required on insertion of device into scope? N/a 3.2.4 was resistance felt while inserting the device through the scope? N/a 3.2.5 when was the issue noted? E.g. On advancement of the sheath/needle or on needle retraction? N/a 3.2.6 was the syringe used during the procedure, after the stylet was removed? N/a 3.2.7 was difficulty experienced while retracting the needle? N/a 3.2.8 was it possible to be fully retract before removing the needle from the patient? N/a 3.2.9 was gaining access to the targeted site difficult? N/a 3.2.10 was the endoscope in a flexed or twisted position at any time during the procedure? N/a 3.2.11 was puncture of the targeted site difficult? N/a 3.2.12 was the stylet fully in place inside the needle when advancing into the targeted site? N/a 3.2.13 was the stylet partially removed when advancing into the target site? N/a 3.2.14 how many samples were obtained with this needle? N/a 3.2.15 did any section of the device detach inside the patient? No 3.2.16 if the device kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a 3.2.17 was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a 3.2.18 was there difficulty in attaching or detaching of the device leur lock to the scope? N/a 3.2.19 if device is a procore needle, is the kink located distally at at the notch /core trap? N/a